Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis can be attributed to a break in asepsis during pd therapy with no indication of a contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to aseptic technique through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. Though diagnostic laboratory results were not reported, a reduction in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On 26/feb/2026, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with a pd-related infection. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient's pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 following abdominal pain. The patient remained hospitalized at the time of follow-up and as a result, discharge paperwork with laboratory results, medications prescribed and hospital course details were not yet received by the outpatient clinic. The patient was diagnosed with peritonitis due to a break in asepsis during ccpd therapy on the liberty select cycler at home. It was explained that the patient admitted to the clinic physician that she has not been wearing a mask and does not always wash her hands during pd setup and treatments. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided fresenius hd device due to a pd catheter (not a fresenius product) occlusion caused by this infection. The patient is recovering from this event as she awaits discharge home. It was reported that the patient¿s peritonitis and the associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient will remain on hd therapy on in-center basis upon discharge with no plan to return to ccpd therapy.